Event description:
Alleged event: three clips were applied successfully but unable to close one clip after application.

Manufacturer narrative:
(B)(4). The device history review could not be conducted because the lot number was not provided. Evaluation of the returned device showed that the jaws are misaligned but further evaluation showed that the device picks up, retains, closes and releases clips. The root cause for misalignment is unknown therefore no corrective action is required at this time. The manufacturer will continue to monitor and trend related events.